Manufacturer narrative:
Per edwards engineering evaluation, this is a confirmed labeling defect because the images provided show that the 10-piece label indicates the device is a different size and serial number than the size and serial number on the other labels, ID tag, and shelf box. The incorrect 10-piece label info was noticed after implantation of the device. Although the 10-piece label had incorrect info, there is no reason to believe the ID tag and shelf box had incorrect info, as evidenced by the customer, who indicated the only inconsistency of size and serial number was from the 10-piece label (and not any other label). There is no clinical root cause analysis needed because this is not patient related.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that there was incorrect information on a 10 piece label. Ring distributed to customers typically includes two sets of sticker labels: one sheet of ten (10) stickers without bar-code and another set of three (3) stickers with bar-code. Tricuspid annuloplasty was performed using a 26mm annuloplasty ring. The surgery was completed without any issues. Outer box, inner box, and s/n tag indicated correct information. Only 10 piece label, one sheet of ten (10) stickers without bar-code, indicated incorrect serial number.

Manufacturer narrative:
UDI (B)(4). Customer report of mismatching information on a 10 piece label was confirmed through image evaluation. In the nine (9) photos provided, the 10 piece label each appeared to indicate for a model "6200t28" ring with serial number (B)(4) the outer shelf box, ring packaging tray lid, and ID tag appeared to show the ring information indicating for a model "6200t26" ring with serial number (B)(4).